Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 0.8, retest inratio: 2.2. Results done within an hour. Patient's target therapeutic range is 2.0-3.0, but prefers to be 2.5-2.6.

Manufacturer narrative:
Investigation pending.